Manufacturer narrative:
The customer requested just a replacement hands free cable with no engineer evaluation.

Event description:
It was reported to philips that the device has a broken cable. There was no patient involvement.